Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain') and pulmonary thrombosis ('blood clots in lungs') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included fibroids, gerd, irregular menstrual cycle, metrorrhagia, fibrocystic breast disease, uterine fibroids, uterine leiomyoma, dysfunctional uterine bleeding, uterine enlargement, menometrorrhagia, endometriosis of uterus, menstrual disorder, adenomyosis and post coital bleeding. Concomitant products included ethinylestradiol;norgestimate (ortho-tri-cyclen lo), omeprazole magnesium (prilosec) since 1999, oral contraceptive nos since 1993 and varenicline tartrate (chantix) since (B)(6) 2019. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: metal anguish/ psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 8 days after insertion of essure. In (B)(6) 2010, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed") and anaemia ("chronic anemia"). On an unknown date, the patient experienced pulmonary thrombosis (seriousness criterion hospitalization), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal infection ("vag. Infect.") And vaginal discharge ("vag. Discharge"). The patient was treated with surgery (laparoscopic supracervical hysterectomy (full) on (B)(6) 2011). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain, metrorrhagia, vaginal infection and vaginal discharge had resolved and the pulmonary thrombosis, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, dyspareunia and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, pulmonary thrombosis, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date-??-may-2010(per summon). It was reported that:have you had your essure (or any part of the device) removed? No if you have not had your essure removed, are you currently planning for essure removal? Yes (per pfs) and date :(B)(6) 2011 (as reported) operations: laparoscopic supracervical hysterectomy (lsh) (per mr). Plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding) metorhagia (bleeding b/w periods), gen. Abnorm. Bleed, vag. Infect and vag. Discharge. Discrepancy noted in essure insertion date (B)(6) 2010 and (B)(6) 2010. Patient was hospitalized due to blood clots in lungs after hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed that the essure device was successfully occluded. Total bilateral occlusion. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New reporter added. New event ¿blood clots in lungs¿ added. Reporter causality comment updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain') and pulmonary thrombosis ('blood clots in lungs') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included fibroids, gerd, irregular menstrual cycle, metrorrhagia, fibrocystic breast disease, uterine fibroids, uterine leiomyoma, dysfunctional uterine bleeding, uterine enlargement, menometrorrhagia, endometriosis of uterus, menstrual disorder, adenomyosis and post coital bleeding. Concomitant products included ethinylestradiol;norgestimate (ortho-tri-cyclen lo), omeprazole magnesium (prilosec) since 1999, oral contraceptive nos since 1993 and varenicline tartrate (chantix) since (B)(6) 2019. On (B)(6) 2010, the patient had essure inserted. On (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: metal anguish/ psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 8 days after insertion of essure. In(B)(6)2010, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed") and anaemia ("chronic anemia"). On an unknown date, the patient experienced pulmonary thrombosis (seriousness criterion hospitalization), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal infection ("vag. Infect."), vaginal discharge ("vag. Discharge"), vulvovaginal candidiasis ("candida vaginosis") and post procedural complication ("post removal complication"). The patient was treated with surgery (laparoscopic supracervical hysterectomy (full) on (B)(6)2011). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain, metrorrhagia, vaginal infection and vaginal discharge had resolved and the pulmonary thrombosis, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, dyspareunia, anaemia, vulvovaginal candidiasis and post procedural complication outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, pulmonary thrombosis, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: discrepancy noted in insertion date(B)(6)2010(per summon). It was reported that:have you had your essure (or any part of the device) removed? No if you have not had your essure removed, are you currently planning for essure removal? Yes (per pfs) patient received treatment for:candidal vaginosis , vaginal discharge and date :(B)(6)2011 (as reported) operations: laparoscopic supracervical hysterectomy (lsh) (per mr). Plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding) metorhagia (bleeding b/w periods), gen. Abnorm. Bleed, vag. Infect and vag. Discharge. Discrepancy noted in essure insertion date (B)(6)2010 and (B)(6)2010. Patient was hospitalized due to blood clots in lungs after hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: confirmed that the essure device was successfully occluded. Total bilateral occlusion. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6) 2020: pfs received. Reporter's information added. Event:candida vaginosis, post removal complication were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain') and pulmonary thrombosis ('blood clots in lungs') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included fibroids, gerd, irregular menstrual cycle, metrorrhagia, fibrocystic breast disease, uterine fibroids, uterine leiomyoma, dysfunctional uterine bleeding, uterine enlargement, menometrorrhagia, endometriosis of uterus, menstrual disorder, adenomyosis and post coital bleeding. Concomitant products included ethinylestradiol;norgestimate (ortho-tri-cyclen lo), omeprazole magnesium (prilosec) since 1999, oral contraceptive nos since 1993 and varenicline tartrate (chantix) since february 2019. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: metal anguish/ psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 8 days after insertion of essure. In (B)(6) 2010, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed") and anaemia ("chronic anemia"). On an unknown date, the patient experienced pulmonary thrombosis (seriousness criterion hospitalization), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal infection ("vag. Infect."), vaginal discharge ("vag. Discharge"), vulvovaginal candidiasis ("candida vaginosis"), post procedural complication ("post removal complication") and vertigo ("crazy vertigo"). The patient was treated with surgery (laparoscopic supracervical hysterectomy (full) on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain, metrorrhagia, vaginal infection and vaginal discharge had resolved, the pulmonary thrombosis, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, dyspareunia, anaemia, vulvovaginal candidiasis and post procedural complication outcome was unknown and the vertigo had not resolved. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, pulmonary thrombosis, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo and vulvovaginal candidiasis to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2010(per summon). It was reported that:have you had your essure (or any part of the device) removed? No if you have not had your essure removed, are you currently planning for essure removal? Yes (per pfs). Patient received treatment for:candidal vaginosis , vaginal discharge and date :(B)(6) 2011 (as reported) operations: laparoscopic supracervical hysterectomy (lsh) (per mr). Plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding) metorhagia (bleeding b/w periods), gen. Abnorm. Bleed, vag. Infect and vag. Discharge. Discrepancy noted in essure insertion date (B)(6) 2010 and (B)(6) 2010. Patient was hospitalized due to blood clots in lungs after hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed that the essure device was successfully occluded. Total bilateral occlusion. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report received. Reporter added. Added event crazy vertigo. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain') and pulmonary thrombosis ('blood clots in lungs') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included fibroids, gerd, irregular menstrual cycle, metrorrhagia, fibrocystic breast disease, uterine fibroids, uterine leiomyoma, dysfunctional uterine bleeding, uterine enlargement, menometrorrhagia, endometriosis of uterus, menstrual disorder, adenomyosis and post coital bleeding. Concomitant products included ethinylestradiol;norgestimate (ortho-tri-cyclen lo), omeprazole magnesium (prilosec) since 1999, oral contraceptive nos since 1993 and varenicline tartrate (chantix) since (B)(6) 2019. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: metal anguish/ psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 8 days after insertion of essure. In (B)(6) 2010, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed") and anaemia ("chronic anemia"). On an unknown date, the patient experienced pulmonary thrombosis (seriousness criterion hospitalization), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal infection ("vag. Infect."), vaginal discharge ("vag. Discharge"), vulvovaginal candidiasis ("candida vaginosis"), post procedural complication ("post removal complication") and vertigo ("crazy vertigo"). The patient was treated with surgery (laparoscopic supracervical hysterectomy (full) on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain, metrorrhagia, vaginal infection and vaginal discharge had resolved, the pulmonary thrombosis, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, dyspareunia, anaemia, vulvovaginal candidiasis and post procedural complication outcome was unknown and the vertigo had not resolved. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, pulmonary thrombosis, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo and vulvovaginal candidiasis to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2010 (per summon). It was reported that:have you had your essure (or any part of the device) removed? No if you have not had your essure removed, are you currently planning for essure removal? Yes (per pfs) patient received treatment for:candidal vaginosis , vaginal discharge and date :(B)(6) 2011 (as reported) operations: laparoscopic supracervical hysterectomy (lsh) (per mr). Plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding) metorhagia (bleeding b/w periods), gen. Abnorm. Bleed, vag. Infect and vag. Discharge. Discrepancy noted in essure insertion date (B)(6) 2010. Patient was hospitalized due to blood clots in lungs after hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed that the essure device was successfully occluded. Total bilateral occlusion. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain') and genital haemorrhage ('gen. Abnorm. Bleed') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included fibroids, gerd, irregular menstrual cycle, metrorrhagia, fibrocystic breast disease, uterine fibroids, uterine leiomyoma, dysfunctional uterine bleeding, uterine enlargement, menometrorrhagia, endometriosis of uterus, menstrual disorder, adenomyosis and post coital bleeding. Concomitant products included omeprazole magnesium (prilosec) since 1999, oral contraceptive nos since 1993 and varenicline tartrate (chantix) since (B)(6) 2019. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: metal anguish/ psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 8 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal infection ("vag. Infect.") And vaginal discharge ("vag. Discharge"). The patient was treated with surgery (laparoscopic supracervical hysterectomy (full) on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain, metrorrhagia, vaginal infection and vaginal discharge had resolved and the vaginal haemorrhage, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date-(B)(6) 2010(per summon). It was reported that:have you had your essure (or any part of the device) removed? No if you have not had your essure removed, are you currently planning for essure removal? Yes (per pfs) and date :(B)(6) 2011 (as reported) operations: laparoscopic supracervical hysterectomy (lsh) (per mr). Plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding) metorhagia (bleeding b/w periods), gen. Abnorm. Bleed, vag. Infect and vag. Discharge. Discrepancy noted in essure insertion date (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed that the essure device was successfully occluded. Total bilateral occlusion. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet received: events per pfs: abdominal pain, metorhagia (bleeding b/w periods), gen. Abnorm. Bleed and vag. Infect were added. Outcome of events pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding) metorhagia (bleeding b/w periods), gen. Abnorm. Bleed, vag. Infect and vag. Discharge were resolved. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain') and genital haemorrhage ('gen. Abnormal. Bleed') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included fibroids, gerd, irregular menstrual cycle, metrorrhagia, fibrocystic breast disease, uterine fibroids, uterine leiomyoma, dysfunctional uterine bleeding, uterine enlargement, menometrorrhagia, endometriosis of uterus, menstrual disorder, adenomyosis and post coital bleeding. Concomitant products included omeprazole magnesium (prilosec) since 1999, oral contraceptive nos since 1993 and varenicline tartrate (chantix) since (B)(6) 2019. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: metal anguish/ psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 8 days after insertion of essure. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and anaemia ("chronic anemia"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal infection ("vag. Infect.") And vaginal discharge ("vag. Discharge"). The patient was treated with surgery (laparoscopic supracervical hysterectomy (full) on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain, metrorrhagia, vaginal infection and vaginal discharge had resolved and the vaginal haemorrhage, depression, anxiety, dysmenorrhoea, dyspareunia and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2010(per summon). It was reported that:have you had your essure (or any part of the device) removed? No if you have not had your essure removed, are you currently planning for essure removal? Yes (per pfs) and date :(B)(6) 2011 (as reported) operations: laparoscopic supracervical hysterectomy (lsh) (per mr). Plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding) metorhagia (bleeding b/w periods), gen. Abnorm. Bleed, vag. Infect and vag. Discharge. Discrepancy noted in essure insertion date (B)(6) 2010 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed that the essure device was successfully occluded. Total bilateral occlusion. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: event chronic anemia added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included fibroids, gerd, irregular menstrual cycle, metrorrhagia, fibrocystic breast, uterine fibroids, uterine leiomyoma, dysfunctional uterine bleeding, uterine enlargement, menometrorrhagia, endometriosis of uterus, menstrual disorder, adenomyosis and post coital bleeding. Concomitant products included omeprazole magnesium (prilosec) since 1999, oral contraceptive nos since 1993 and varenicline tartrate (chantix) since (B)(6) 2019. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: metal anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 month after insertion of essure. The patient was treated with surgery (laparoscopic supracervical hysterectomy (lsh) on (B)(6) 2011). Essure treatment was not changed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2010(per summon). It was reported that: have you had your essure (or any part of the device) removed? No if you have not had your essure removed, are you currently planning for essure removal? Yes (per pfs) and date: (b)(64) 2011 (as reported) operations: laparoscopic supracervical hysterectomy (lsh) (per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed that the essure device was successfully occluded. Total bilateral occlusion. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2019: new pfs and mr received- new events added: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse).reporters information, concomitant and historical conditions, drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.